Manufacturer narrative:
The pod was received with the cannula deployed and needle fully retracted. While no abnormalities were observed with needle mechanism components, investigation found scoring marks on the inside of the top housing of the pod, indicating a misalignment between the linkage assembly and top housing. However, we cannot determine when the needle retracted, and the reported event could not be determined. No damages or defects were noted to the formed needle or soft cannula that may cause pain. Because it could not be determined when the needle retracted from investigation, the exact cause of the reported pain could not be determined either.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose reached 201 mg/dl while wearing the pod between 4 and 24 hours. After patient experienced pain at the infusion site, it was discovered that the needle had not retracted as intended and was visible within the cannula; this is indicative of a needle mechanism failure. Method of treatment was not disclosed by the patient.